Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, smoker, dysuria, post-traumatic stress disorder, bipolar disorder, anxiety disorder, chronic bronchitis and copd. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating / feels bloated"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression"), back pain ("lower back pain"), urinary tract disorder ("urinary problems or changes"), sleep terror ("night terrors"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infection") and asthenia ("weak"). In 2013, the patient experienced premature menopause ("early menopause"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain lower ("abdominal pain lower"). On an unknown date, the patient experienced post-traumatic stress disorder ("ptsd"), headache ("headache"), hot flush ("hot flash") and night sweats ("night sweats"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, premature menopause, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, vaginal infection, weight increased, depression, urinary tract disorder, post-traumatic stress disorder, sleep terror, headache, hot flush, night sweats, vulvovaginal mycotic infection, bacterial infection and asthenia outcome was unknown and the abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, asthenia, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, night sweats, pelvic pain, post-traumatic stress disorder, premature menopause, sleep terror, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added- hot flush, night sweats, fungal infection, bacterial infection. Events onset date added, concomitant and historical drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, smoker and dysuria. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating / feels bloated"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), premature menopause ("early menopause"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("urinarytract infection"), vaginal infection ("vaginal infection"), weight increased ("weight gain"), abdominal pain lower ("abdominal pain lower") and sleep terror ("night terrors"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), back pain ("lower back pain"), urinary tract disorder ("urinary problems or changes"), post-traumatic stress disorder ("ptsd") and headache ("headache"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, premature menopause, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, vaginal infection, weight increased, depression, urinary tract disorder, post-traumatic stress disorder, sleep terror and headache outcome was unknown and the abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, post-traumatic stress disorder, premature menopause, sleep terror, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs+mr received, reporter added, demographic added, events added are as follows- vaginal haemorrhage, menorrhage, premature menopause, bladder disorder, dysmenorrhea, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, weight increased, depression, abdominal pain lower, back pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient had surgery to remove the essure implant in (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.